Manufacturer narrative:
Device malfunction occurred but did not cause or contribute to serious injury or death.

Event description:
Reporter indicated that during replacement surgery for a generator at end of service, it was noticed "there was a lead break with the implanted lead". Reporter also indicated the pt had increased depressive symptoms with the generator being at end of service. At a later date the pt underwent an entire system replacement. Cyberonics is pending receipt of the explanted products for analysis.